Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 252 (mg/dl). Customer administered a bolus with the pump to stabilize bg level. Customer indicated that they consulted with health care provider to discuss the reported event. Tandem technical support recommended that customer call tandem to troubleshoot for future high bg events. Customer acknowledged.